Event description:
It was reported that the ICD could not be interrogated after delivering a single appropriate shock. The device was explanted and replaced. The associated right ventricular lead was capped and a new lead was implanted.

Manufacturer narrative:
The lead implanted with the ICD under complaint was not returned for analysis. This report is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the analysis of the ICD. The manufacturing processes for the lead and the ICD were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The ICD was subjected to an incoming visual inspection. The inspection found no peculiarities. Subsequently, the ICD was subjected to an electrical analysis. Thereby the device could not be interrogated, and the therapy functionality was not available, in accordance with the event description. Therefore, the ICD was opened to inspect the inner assembly. The inspection revealed a damaged electronic module due to an external short circuit between the antenna and a header anchor on the ICD housing. In particular, the fuse separating the battery from the electronic module was blown. These damages led to the lack of interrogation and therapy functionality. The header and housing of the ICD were inspected in further detail. The root cause of the external short circuit could be tracked down to a misaligned placement of a header anchor on the ICD housing, due to an individual error during assembly of the device header of this particular ICD. Despite multiple inspection steps, this misalignment was not identified during production. As a result of this event, processes have been reviewed and relevant staff has been retrained. This occurrence represents to date a single event. The worldwide complaint rate for this device family is 0.0017%